Event description:
Additional info was received from the affiliate indicating that a follow up coronary angiogram was conducted and diffused restenosis was observed at the proximal, mid, and distal left anterior descending coronary arteries. There was 100% stenosis at the proximal lad and 75% at the proximal to distal lad. The pt did not show any symptoms. To treat the restenosis at proximal lad, a bare metal stent (4.0x8mm vision) was implanted. The residual % of stenosis was 0%. To treat the proximal to distal lad, plain old balloon angioplasty was conducted. The residual % of stenosis was 25%. There was no more info regarding the procedure.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of five products being reported for the same event. Please reference manufacturing reports#: 9616099-2006-00413, 9616099-2006-00414, 9616099-2008-00048 and 9616099-2008-00049. Any additional info will be submitted within 30 days of receipt.